Event description:
Report received from (B)(6) stating that the device has hose damage. The device was not being used during surgery. It is unknown if injury or medical intervention occurred. No additional information provided.

Manufacturer narrative:
The device was received by depuy synthes power tools. The reported problem of "hose damage" could not be confirmed. The device met manufacturing specifications. If additional information is received, a supplemental MDR will be sent. Ref: (B)(4).